Manufacturer narrative:
The customer reported a functional issue with the handpiece (delivery system), which has not been received/evaluated. The laser was evaluated by a field service engineer on 08/28/2017 and found within candela specifications. The customer has not responded with status of current condition of patient. Awaiting customer feedback.

Event description:
On (B)(6) 2017, the (B)(6) account in the us reported on a situation where a patient received laser treatment and responded with a burn on the treated area.